Manufacturer narrative:
Pt info: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +09.50/+2.0/080 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to excessive vaulting. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: d9-return date: 19/04/2023. H3:device evaluation: lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn. Dimensional inspection was unable to be performed due to significant lens damage. Claim#(B)(4).